Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Literature citation: chmiela ma, hendrickson m, hale j, liang c, telefus p, sagir a, stanton-hicks m. Direct peripheral nerve stimulation for the treatment of complex regional pain syndrome: a 30-year review. Neuromodulation. 2020. Doi: 10.1111/ner.13295 literature summary: complex regional pain syndrome (crps), formerly known as reflex sympathetic dystrophy (rsd), is a difficult to treat condition characterized by debilitating pain and limitations in functional ability. Neuromodulation, in the form of spinal cord stimulation (scs) and peripheral nerve stimulation (pns), have been traditionally used as a treatment for crps with variable success. This chart review described the use of implantable pns systems in the treatment of crps of the upper and lower extremities spanning nearly three decades. The authors concluded that pns is a useful modality to improve function and reduce long-term pain in selected patients suffering from crps type I and type ii. The value entered is the average age at implant of the patients reported in the article as specific patients could not be identified. The value entered reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note the event date is based off of the article¿s publication date as specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_ins_stimulator, lot# unknown, product type implantable neurostimulator. Other applicable components are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: (B)(4), UDI#: (B)(4); product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: (B)(4), UDI#: (B)(4). The authors noted the brands of "equipment included quadrapolar paddle electrodes: resume, on-point, and implantable pulse generators (ipg): itrel, synergy, and versitrel." If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 15 patients underwent a revision surgery due to generator movement or discomfort. 24 patients underwent a revision surgery due to lead migration. 22 patients underwent a revision surgery due to coverage failure or worsening symptoms. It was noted that in nearly all cases, the nerve was found to have dense scarring at the site of lead placement. 11 patients underwent a revision surgery due to broken leads or wires. 6 patients underwent a revision surgery due to lead or cable discomfort. 4 patients underwent a revision surgery due to disconnected leads. 3 patients experienced perioperative infections with their peripheral nerve stimulator (pns). The authors defined perioperative infection as infection requiring treatment or explantation within six weeks of surgical implantation. 1 of the pnss was explanted due to infection. 10 patients developed an infection six weeks or later following an implant or revision. Eight pnss were explanted due to infection. 2 patients underwent pns explant due to device discomfort. 1 patient underwent pns explant due to lead migration. 1 patient underwent pns explant due to progressive motor weakness. 5 patients received additional interventions with an inactive or explanted pns, including one who received a peripheral nerve de compression, one who underwent tunneled epidural catheter placement, and one who had a stellate ganglion block performed and subsequent spinal cord stimulator (scs) placed.